Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacemaker and the atrial lead were explanted and replaced due to low impedance, loss of sensing and loss of capture. The patient was stable before, during and after the procedure.